Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. The loading device , delivery device and the tension spring assembly were returned separately. The seal maintained the shape without any delamination or unraveling. There was no blood inside the tube of the delivery device. The slide lock was engaged and the plunger was not depressed on the delivery device. The following measurements of the delivery tube were take: the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches . The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the failure mode "seal unravels".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal unwound during extraction from loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Heartstring "unwound" during extraction from loading device. Not used on patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal unwound during extraction from loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Heartstring "unwound" during extraction from loading device. Not used on patient.